Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that there was a significant deviation of 40-50 pg/ml in low concentration results for an unspecified number of patient samples tested for the elecsys vitamin b12 ii immunoassay (b12) on the cobas e 411 immunoassay analyzer (e411). Results were compared between the e411 analyzer at the customer site and a cobas 8000 e 801 module (e801) at an external laboratory. All results were repeatable when repeated on each respective analyzer. The customer provided an example of one patient sample which had an erroneous b12 result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a b12 value of 193 pg/ml when tested on the customer's e411 analyzer. When tested on the e801 analyzer at the external laboratory, the result was 258 pg/ml. No adverse events were alleged to have occurred with the patient. The serial numbers of the e411 and e801 analyzers were asked for, but not provided. The customer re-calibrated the assay on the e411 analyzer with fresh calibrator and no b12 results lower than 200 pg/ml were observed afterwards. Related quality control and calibration data did not indicate an issue. The investigation was unable to find a definitive root cause.